Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under one of the therapy electrodes. The area was described as a rash. The patient reported that he was using calamine lotion that a school nurse suggested and an over-the-counter athletes foot cream, while intermittently removing the lifevest to treat the irritation. The patient's doctor also prescribed a steroid cream to treat the irritation. The patient indicated that the irritation had improved due to the use of the cream.